Event description:
Per the audiologist, the patient was explanted due to multiple electrode anomalies. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
Information received indicates, the bed had no functions due to corrosion on the 22-position connector.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).